Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual analysis of the returned sample revealed that threaded tip of driving cap f/insertion handle was broken, and broken piece was stuck inside the insert-handle radioluc fem recon nail. No other issues were identified. The dimensional inspection was performed, and it is within the specification limit. The observed condition of driving cap f/insertion handle in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the driving cap f/insertion handle threaded tip. While no definitive root cause could be determined, it is probable that the threaded tip of the driving cap f/insertion was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part: 03.010.523 lot: 9663929 manufacturing site: bettlach release to warehouse date: 02 february 2016. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation for the right femoral diaphyseal fracture. While a nail insertion, the connection part between the insertion handle and the driving cap was broken. The surgery was completed successfully. No further information is available. Concomitant device reported: combined hammer 500g: (part# 03.010.522; lot# unknown; quality:1). This complaint involves two (2) devices. This report is for one (1) driving cap f/insertion handle. This is report 1 of 2 for complaint (B)(4).